Event description:
It was reported that the patient's lead had fractured. The patient received 13 shocks due to lead noise oversensing and the pace/sense portion of the lead had high impedance. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.